Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6), 2013 the patient underwent mandibular osteotomy to install an alveolar distractor. During the procedure the distractor was reviewed for free (unforced) movement. The specialist waited the 7-day latency time and started distraction. On the 5th day of distraction, the distractor broke down, distraction was interrupted, 8 days were left to pass for review and purulent material was observed; the infection was treated and the distractor was changed. This is report 2 of 2 for complaint (B)(4). This report is for unknown screws.

Manufacturer narrative:
According to the product development evaluation ten screws were received, no damaged was visually observed. The investigation noted that all screws were intact.

Event description:
This complaint is for 10 unknown screws.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an implant. Device is unknown part and unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.